Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was verified during lab tests. Op-check failed defib test; after troubleshooting, the problem was localized to metal-oxide semiconductor field-effect transistors (mosfet) q2 and capacitor c105 which were found to be leaky.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the op check failed with a shock equipment malfunction message. There was no reported patient involvement/adverse patient impact.